Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of ultra fast fix was implanted, the t2 fell off. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor has been detached from the needle and the t2 anchor is not attached to the suture. The suture knot appears to have been tightened. No physical damage visible to the imaged device. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was pushed forward to the distal tip. The t1 anchor and suture was cut loose and not returned with the device. No physical damage visible to the needle. A functional evaluation revealed the actuator and actuator tip functioned as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.